Event description:
Customer reports a suture line infection (coagulase negative staphylococcus sp.), which occurred four days post-operatively, on a valve implantation. The pt was reoperated and the valve was "devrided." The pt was treated with systemic antibiotics. No complications were noted as a result of the reported incident.

Manufacturer narrative:
Two boxes were returned for evaluation. Animal implant studies were performed and evaluated at 7 and 14 days post-op. No inflammation or exudate was visible on or around any suture at either time interval. Lot history records were unremarkable with regard to this complaint and no other complaints have been made against this lot (save the other instance reported by this customer). The complaint is not confirmed. We are unable to determine a cause for the reported problem.